Event description:
A problem with voxim microtargeting software was discovered during a deep brain stimulating (dbs) electrode implant surgery. The voxim software allows fusions of secondary imaging scans to the primary CT scan for assistance in target location for recording and dbs electrode placement. Upon review of the planned trajectory it was noted that the ac-pc line had shifted. Comparison of earlier screen shots taken during the planning phase with those displayed just prior to surgery showed that the ac-pc line had moved almost 3 mm left and 1 mm posterior. A second attempt to compensate for this shift and find the target was unsuccessful. The surgery was aborted and rescheduled for (B)(6) 2005 and then performed with a successful outcome. There was no harm to the pt because of the canceled surgery. It has determined that the use of the auto matching function for fusioning can lead to inaccuracy in the resulting matched secondary to primary coordinates due to an autosave problem.